Event description:
The customer reported to olympus the high definition lcd monitor ¿power cut off midway through.¿ there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g2 of the initial report. Both "health professional" and "other" should not have been selected. Correction to h6 "component code" of the initial report, "841 - imager" is being corrected to "416 - display". This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the loss of power issue. The power turning off was likely due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The issue reported in the initial b5 occurred during a therapeutic trans urethral resection of bladder tumor. The intended procedure was completed with no reported delay.